Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7.6 cm abdominal aortic aneurysm. It was reported that the patient presented at the ER with back pain. The patient had a CT performed on the same day which revealed a type ia endoleak. Review of the CT by another physician, an interventional radiologist, confirmed the type ia endoleak as well as to determine if there was an endovascular option to repair the type ia endoleak. The physician stated that the top of the aneurx bifurcated stent graft was approximately 5cm below the level of the lowest right renal artery and that there was approximately 1.8cm of usable neck length to utilize in order to achieve a seal in the proximal infra-renal aorta by placing an aortic extension. The physician stated the event was related to the device. The decision was made to perform a secondary intervention to repair the type ia endoleak by placing a 36/36/70 endurant aortic extension on the same day. The procedure was successfully performed without any issues. Upon final angiogram following placement of the aortic extension there was no evidence of any type ia endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. The physician stated that the cause of the aneurx migration was due to the disease progression of the infrarenal neck of the aorta resulting in dilatation of this area to a diameter that was larger in diameter than when first initially treated with implant.

Manufacturer narrative:
(B)(4).